Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 2000 and a right total hip arthroplasty on (B)(6) 2001. Subsequently, patient underwent a right hip revision on (B)(6) 2011 and a left hip revision on (B)(6) 2013 due to pain. The head and liner were removed and replaced in both hips.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00872 / 00873).